Manufacturer narrative:
The device was not returned to stryker endoscopy as the product as it is in use by the hospital. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: excess gas flow. Probable root cause: 1. Pressure sensor malfunction / out of calibration. 2. Software malfunction. 3. Use error. 4. System design. 5. Unwanted movement of internal components / wiring. 6. Pressure button does not disengage. 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 8. Venting valve system or overpressure alarm failure. 9. Safety valve or regulator malfunction. 10. Hpu or lpu assembly malfunction. 11. Ppv failure. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient underwent laparoscopic myomectomy under general anesthesia. At 8:55, an observation hole and an operating hole were established in the abdominal cavity. During the operation, stryker pneumosure xl was used to fill the abdominal cavity with carbon dioxide gas through the observation hole, allowing observation of the abdominal condition. After connecting the pneumoperitoneum tube, the abdomen was particularly bulging for about 10 seconds. At this time, the pneumosure xl pressure displayed around 6-7mmhg, and the air intake was stopped. After establishing the first observation hole, the lens was placed into the abdominal cavity and reconnected to the pneumoperitoneum. After 2 seconds of ventilation, a strong air intake was seen, and the patient's stomach was bulging with obvious gas rushing in. The gas was immediately turned off, and the pneumosure xl displayed a value of -10mm hg or less. The use of the pneumosure xl was immediately stopped. Excess gas was removed from the abdominal cavity and replaced it with another pneumosure xl for use. The patient experienced abdominal pain after surgery and was given painkillers and the patient's pain was relieved. There were no other adverse reactions reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient underwent laparoscopic myomectomy under general anesthesia. At 8:55, an observation hole and an operating hole were established in the abdominal cavity. During the operation, stryker pneumosure xl was used to fill the abdominal cavity with carbon dioxide gas through the observation hole, allowing observation of the abdominal condition. After connecting the pneumoperitoneum tube, the abdomen was particularly bulging for about 10 seconds. At this time, the pneumosure xl pressure displayed around 6-7mmhg, and the air intake was stopped. After establishing the first observation hole, the lens was placed into the abdominal cavity and reconnected to the pneumoperitoneum. After 2 seconds of ventilation, a strong air intake was seen, and the patient's stomach was bulging with obvious gas rushing in. The gas was immediately turned off, and the pneumosure xl displayed a value of -10mm hg or less. The use of the pneumosure xl was immediately stopped. Excess gas was removed from the abdominal cavity and replaced it with another pneumosure xl for use. The patient experienced abdominal pain after surgery and was given painkillers and the patient's pain was relieved. There were no other adverse reactions reported.